Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found multiple internal insulation abrasions with externalized conductors from distal tip.

Event description:
It was reported that insulation damage was found at distal coil. Lead was explanted and replaced.